Event description:
The customer reported that the system booted up, but when they returned to the system, it had powered down. The power switch was still in the "on" position.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the isd board and surge suppressor board. He checked tightness on the ac plug screws. The system functions as intended.